Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: additional information was requested, and the following was obtained via: were there any patient consequences? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)--contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent an internal hemorrhoidectomy+external hemorrhoidectomy+anal fistula resection procedure on (B)(6) 2024 and suture was used. During the procedure, the patient came to the hospital for anal fistula treatment and underwent surgery. When the doctor used suture to suture the patient's wound, the doctor did not clamp the suture, but the suture was still very easy to break, affecting the speed and quality of the surgical incision. After replacing the suture , the surgery was successfully completed. No adverse patient consequences were reported. Additional information was requested.